Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, 25mm portico valve was implanted. During procedure, "embolization" was observed. Immediately after the occurrence of the "embolization", a valve-in-valve procedure was performed and a new 25mm portico valve was implanted. The patient was reported to be in stable condition.